Event description:
It was reported by the patient that an angio-seal was deployed post cardiac catheterization and percutaneous coronary intervention via the left femoral artery (lfa). Sometime later (date unknown), a rash started on the patient's groin and trunk region, which then spread to the upper torso and face. Two different antihistamines were administered without significant change in the patient's symptoms. Additional information was not available. The patients medical history includes atherosclerotic disease.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states that potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient information card; fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.